Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Examination did not find any anomalies on the lead. Dimensional analysis results of the connector boot were within product specifications.

Manufacturer narrative:
Correction: section h2 did not have "device evaluation" filled in.

Event description:
It was reported that a right ventricular lead exhibited noise during an implant procedure. A different lead was used instead. The patient experienced no consequences.